Event description:
It was reported that the device needed repair after preventive maintenance. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log was downloaded with nothing to note. Functional testing found a defective remote dose connector; the pump passed all other testing. The root cause was determined to be the damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.